Manufacturer narrative:
Product analysis: the hawkone was received connected to a cutter driver no other ancillary devices were included. A visual inspection was performed. The cutter was in the forward position within the housing and was positioned approximately 1.7cm distal the cutter window. A hole in the tecothane which runs parallel to the laser drilled coils was observed on the distal assembly. This hole was approximately 1.8cm distal the cutter window and on the plane of the cutter window opening opposite the guidewire tubing. The tecothane was extended out from the laser drilled coils but no plaque was observed protruding outside of the hole. Biological debris was observed at the area of the hole. No other damages were observed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the hawkone with a 7fr sheath and spider fx embolic protection device to treat a calcified cto in the mid superficial femoral artery, as per IFU. Artery diameter 6mm. It was reported the hawk made four passes over the lesion with no issues during its use. The device was removed from the patient for cleaning and there was no difficulty during removal from the patient. The device was removed off the wire and plaque was observed protruding from the side of the device and could not be used again. The hawkone was replaced with a turbohawk to complete the procedure. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.